Event description:
Same as #6000089-2005-01629, it was reported by the pt that 2 days after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt successfully had two taxus express2 2.5 x 12 mm drug eluting stents implanted. Two days later the pt started to have intermittent tingling, feeling of indigestion, and heaviness in the middle of his chest. Six days later the pt started to have itching on his back. The pt then went to see his primary physician and was prescribed hydroxyzine and methylprednisolone. Currently the pt no longer has itching and is in stable condition.